Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 80% stenosed target lesion located from the moderately calcified and severely tortuous proximal left circumflex artery to the obtuse marginal branch. After pre-dilation, a 2.5x24mm promus element stent was advanced but could not cross the lesion. Upon removal, it was noted that the distal edge of the stent was flared. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 80% stenosed target lesion located from the moderately calcified and severely tortuous proximal left circumflex artery to the obtuse marginal branch. After pre-dilation, a 2.5x24mm promus element stent was advanced but could not cross the lesion. Upon removal, it was noted that the distal edge of the stent was flared. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. The stent struts were both raised and severely twisted. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No kinks or damage was noticed along the shaft of the device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).device is combination product.(B)(4).